Event description:
7-0 bv-1 suture repeatedly broke during coronary artery disease. Proximal graft had to be redone after suture broke while tying. Opened single 7-0 to complete case. Manufacturer response for suture, (brand not provided) (per site reporter). Local rep was contacted, all unused in-house product of same lot# was pulled from shelves. Waiting for reply back.